Event description:
Fresenius medical care na has become aware of a (B)(4) article which has been published in a scientific journal dated october 19, 2011. The article is entitled "use of electron-beam sterilized hemodialysis membranes and risk of "thrombocytopenia." A copy of the article is being submitted with this report.